Event description:
It was reported that the implantable neurostimulator (ins) turned off and there was a loss of stimulation and therapeutic effect. It was noted that as a medical intervention the implantable neurostimulator (ins) was switched back. It was noted that no diagnostics were required. It was noted that the patient was alive with no injury at the time of the report and there were no other patient symptoms reported. Additional information received reported that the device spontaneously turned off. It was noted that the patient had been to (B)(6) on a trip and maybe walked past electricity pylons. It was noted that the device was switched back on and the family was shown how to use the patient programmer to check the device.

Manufacturer narrative:
(B)(4).